Event description:
It was reported that the patient's ipg was protruding out of their skin. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient's system was explanted with no complications.